Event description:
The customer reported a leak of diluted blood from the coulter lh 750 hematology analyzer. The customer stated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a clogged t-fitting input on shear valve 85 (cvl85/126). The fse dismantled shear valve 85, cleaned, and re-assembled the valve to resolve the issue. (B)(4).